Manufacturer narrative:
A ge representative evaluated the system and replaced the main-frame sram and reset the system configuration. System operates as intended.

Event description:
It was reported that the system would not boot up. No patient injury was reported.